Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported for her daughter via phone call that the insulin pump was exposed to fluid. The patient¿s blood glucose was 149 mg/dl at the time of the incident. The customer reported that her daughter's insulin pump has condensation on it. Customer reported that during giving bolus she noticed that nothing on the screen. The customer states the insulin pump was exposed to fluid. Customer didn't know how pump exposed to the fluid. Customer reports there is fluid under the lcd display. Customer reported that pump was not dropped and there is no scratches on pump. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. No moisture damage found on the electronics, motor, battery tube, vibrator and keypad assembly during visual inspection. No condensation on the screen noted. No blank display noted during testing. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window.